Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the link electronic module (lem) circuit board was out of specification. The power cable to the lem board was reconnected and the lem board to the main processing unit (mpu) was reconnected. The connection between the lem board and the mpu board was determined to be unstable. (B)(4).

Event description:
It was reported that the programmer displayed an error code after it was powered on. The programmer was returned for servicing. No patient complications were reported as a result of this event.